Event description:
A hospital reported via a distributor that an rt236 infant evaqua low flow breathing circuit was received 'defective'. Upon request for additional information in respect of the defect, it was further reported that one of the tubes of the breathing circuit 'came with 2 prongs at the end instead of 3'. It appears that the heater wire adapter was of the incorrect shape or mold. No patient consequence was reported.

Manufacturer narrative:
Method: the rt236 breathing circuit has not been returned to fisher & paykel healthcare for investigation. Our analysis of this event is based on the event description and previous analysis of similar complaints. Results: as reported, the breathing circuit appeared to have 2 prongs or heater wire pins instead of 3. This suggests that one of the heater wires had been incorrectly overmolded with an incorrect connector during the overmolding process. We are unable to perform a lot check as no lot number has been provided. Conclusion: this event is similar to complaints received recently whereby the inspiratory heater wire has been incorrectly overmolded with the connector for an expiratory heater wire during the overmolding process. Further investigation into the production process revealed that this is due to operator error during production for a period of approximately 2 hours. The size of the batch of breathing circuits produced is therefore not significant. We have modified our production process to prevent recurrence of this issue. Moreover, the incorrect connectors prevent the circuit from being connected to the humidifier which is equivalent to an open circuit heater wire situation. The humidifier would therefore alarm. This is in addition to the user detecting the fault upon setup. Our monitoring and trending of incorrectly molded heater wires in infant breathing circuits has a rate of occurrence worldwide.